Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (batch no. C06468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic, chronic"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), allergy to metals ("nickel allergy") and urinary tract disorder ("bladder/urinary problems :- urinary problems") and was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, menorrhagia, metrorrhagia and allergy to metals outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for general abnormal bleeding, pelvic pain female, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia, metrorrhagia, nickel allergy, urinary problems, migration. Trailing coils right 4, left 2. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: results of confirmation: bilateral occlusion.. Most recent follow-up information incorporated above includes: on 17-jul-2020: mr received. Reporter's information added. Lot no. Were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') and abortion spontaneous ('miscarriage') in an adult female patient who had essure (batch no. C06468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), pelvic pain ("pelvic, chronic"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), allergy to metals ("nickel allergy") and urinary tract disorder ("bladder/urinary problems :- urinary problems") and was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, menorrhagia, metrorrhagia and allergy to metals outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for general abnormal bleeding, pelvic pain female, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia, metrorrhagia, nickel allergy, urinary problems, migration. Trailing coils right 4, left 2. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: results of confirmation: bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes'), pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage'), abortion spontaneous ('miscarriage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic, chronic"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), allergy to metals ("nickel allergy") and urinary tract disorder ("bladder/urinary problems :- urinary problems") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain, dyspareunia, menorrhagia, metrorrhagia and allergy to metals outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for general abnormal bleeding, pelvic pain female, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia, metrorrhagia, nickel allergy, urinary problems, migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: results of confirmation: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporter information was added. Case become incident injury nos updated to new events - migration, pregnancy stillbirth, device ineffective, miscarriage, general abnormal bleeding, pelvic pain female, abdominal pain,dyspareunia (painful sexual intercourse), menorrhagia, metrorrhagia, nickel allergy, urinary problems. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.